Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmeas, there is no evidence that the device was out of specification. The event was procedural. The most probable root cause is the surgical procedure.

Event description:
The surgeon was performing a left side si joint arthrodesis on the patient in (B)(6) 2019 when he encountered venous bleeding after the placement of the first implant. The surgeon used pressure, thrombotic material and hemostatic sealing to control the bleeding. The surgeon aborted the procedure after adding only one of three implants. The patient was admitted to the hospital for observation. The patient remained hemodynamically stable. The patient had no new neurologic findings of numbness or weakness, specifically no weakness of the gluteus musculature. The patient did not require a transfusion. The patient was discharged to home the first post-operative day. This is a low frequency, low severity case. The patient suffered no permanent injury. In (B)(6) 2019, the surgeon performed an additional procedure to add three additional implants of the same type to the left si joint. No unusual bleeding occurred during the procedure.